Manufacturer narrative:
Concomitant medical products: c3tr01 ipg; 419588 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pacing failure of the left ventricular (lv) lead had occurred and an increase in lead impedance measurement. It was noted that the patient developed syncope. Reprogramming was done, and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.